Event description:
It was reported that the pump was implanted during 1999 for baclofen use, to control spasticity caused by cerebral palsy. The pump was replaced when poor spasticity control was experienced. It was determined that the intrathecal catheter was not connected to the pump. There were no pt complications.